Event description:
It was reported to philips that the system's geometry was intermittently failing. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were intermittently failing. Analysis of the log file also showed an error: geometry movements intermittently failing. Upon troubleshooting, a review of the system operation confirmed that all settings were correct. Interestingly, the issue was resolved when the hospital network cable was disconnected. Although the cisco router was replaced, it had no effect on the problem. To resolve the issue, the device was connected to a vlan (virtual local area network) and reconfigured with new network settings. After that, the system returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.